Event description:
Reference number (B)(4). Event occurred in egypt. It was reported that the patient faced high blood glucose event on (B)(6) 2026. The patient treated with pump. No further information available.